Event description:
The customer reported that the device pivot pin was broken and fell into the patient cavity. The pin was not retrieved.

Manufacturer narrative:
Date of initial report: 06/16/2009. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.